Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported only 9 in the tray instead of 10.

Manufacturer narrative:
The samples or the pictures of the product were not available for evaluation and the complaint could not be confirmed at this time since the sample and the pictures that were supplied by the customer only show the tray cover and not the miscounted product. Samples/pictures of the miscounted product are required to perform visual evaluations to verify the complaint. Complaint investigations will be updated based on sample¿s availability.